Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value a) on (B)(6) 2025, 02:44 pm, 60, 257 (the user could not provide information regarding: the activity or food intake or the sensor value 30 minutes after the event). B) on (B)(6) 2025, 05:17 am, 70, 300 (the user could not provide information regarding: the activity or food intake or the sensor value 30 minutes after the event). C) on (B)(6) 2025, 06:06 am, 125, 361 (the user could not provide information regarding: the activity or food intake or the sensor value 30 minutes after the event). D) on (B)(6) 2025, 08:40 am, low, 195 (the user could not provide information regarding: the activity or food intake or the sensor value 30 minutes after the event). The case was escalated to next level support where a return material authorization (RMA) was issued for sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On 11th june 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection showed a portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. There was still sufficient hydrogel over the optics, so functional testing is not expected to be impacted by the hydrogel damage observed. In-house testing of the sensor showed that the sensor was chemically underperforming. A review of the in vivo data from dms showed diminished sensor performance as the signal steadily declined and the msp gradually decreased. This is indicative of hydrogel oxidation and most likely contributed to the inaccurate sensor glucose readings observed. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 09 sept 2025. G3.date received by the manufacturer? 09 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.